Event description:
It was reported that a clearlink duo-vent solution set had no flow. The post-anesthesia care unit nurse was able to prime the set, but when the bag was hung for a gravity infusion the medication would not flow. The nurse had tested one of the valves by attaching an empty syringe and aspirating at the y-site. The nurse was able to pull the solution out of the bag without a problem, however wasn't able to push the syringe. This had occurred prior to use and therefore there was no patient injury, medical intervention, nor adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Evaluation summary: the sample was not returned for evaluation; therefore, a device analysis could not be performed.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted. Per review of the batch records, no nonconformance report was documented for the suspected lots: r12k28120 and r12l19085. All release criteria were met for the build of the lots.